Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr1443 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ICU patient pulled on the PICC and the center red lumen came off the extension leg. There was no patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and appears to be use related. One 5 f powerpicc solo catheter was returned for investigation. Use residue was observed within the device. The red connector was returned detached from the extension leg. The extension tubing was observed to have fractured from within the distal end of the hub. Microscopic observation of the break revealed an uneven and granular surface. The sharp rise in the break surface is indicative of tensile force being applied to the extension leg. Based on the description of the reported event and condition of the returned sample, the complaint is confirmed to be use related. A lot history review (lhr) of rebr1443 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ICU patient pulled on the PICC and the center red lumen came off the extension leg. There was no patient harm reported.